Event description:
It was reported the pt underwent a trial procedure on (B)(6) 2014 to receive two leads (from the same lot). The pt experienced a cerebrospinal fluid leak during the needle placement. Regardless, the procedure was completed successfully. Post-op, the pt experienced a severe headache and procedure related pain. A blood patch was not performed. The pt's issues resolved over time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.